Manufacturer narrative:
(B)(4). It was reported that the patient experienced a breach in aseptic technique; further described as a touch contamination and acquired peritonitis. The patient was treated with fortaz and cipro (dosages, routes, frequencies and duration not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. On an unreported date, the treatment with antibiotics was stopped. On an unreported date, the patient recovered from the peritonitis event. On an unreported date, the peritoneal dialysis therapy was discontinued after being admitted in the hospital for an unrelated event (reported as pancreatitis). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was still in the hospital and the patient was recovering from the peritonitis event. Action taken with dianeal and extraneal was not reported. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.